Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell from a balcony about two weeks ago. The last left ventricular auto capture threshold was approximately two volts above the previous range. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.